Event description:
According to the reporter: the surgeon had difficulty bringing the paddle of the endo paddle retract back into the shaft of the instrument. They had extended the paddle again to finish up the operation. While removing the instrument, a piece of plastic was seen that came from the instrument. The piece of plastic and the instrument were removed. The mesh was ripped where the plastic piece had broken off. The pt is doing well. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).